Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). An investigation of the root causes of lens tears associated with the cq cartridge, similar to that stated in this claim, were addressed in a CAPA : the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Manufacturer narrative:
Visual inspection of the returned lens showed the optic was torn and a piece of a haptic and the optic was torn off and missing. (B)(4).

Event description:
The customer reported the cq2015a three piece collamer lens tore as it was inserted. The lens was removed without widening the incision and another same model lens was implanted. The cause of the event was unknown.